Event description:
Two and a half months after uae, experienced severe abdominal pain on a daily basis for hours at a time. Radiology showed a large blood clot within the uterus. The procedure caused cervical stenosis and prevented the expulsion of blood. Endometrium has been compromised and has bled continually for seven weeks. Now scheduled for a hysterectomy.